Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Following a head trauma in (B)(6) 2019, the user could no longer hear with the device. When the user was seen his pinna had been sliced and sutured back together with the scar extending around to the mastoid. There was no swelling or injury directly over the implant receiver coil or transducer.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was planned but no further information has been received yet.

Event description:
Following a head trauma the user could no longer hear with the device. When the user was seen his pinna had been sliced and sutured back together with the scar extending around to the mastoid. There was no swelling or injury directly over the implant receiver coil or transducer.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Following a head trauma the user could no longer hear with the device.